Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was not detected on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 not detected on bus. The field service engineer found a broken retractor band and pmc board connector, and the drawer was hard to open when accessing row e due to broken rails. For a temporary fix, the engineer replaced the retractor band and pmc board, unloaded row e, and reloaded the medications into another drawer. Upon inspection, the service engineer returned to the site to replace half height cubie drawer 2.1/2.2. The system functioned as intended after field service engineer repaired the device.